Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that far-p wave oversensing on freeze capture was observed. Recommended programming changes will be discussed with the following physician. Patient was stable.